Event description:
It was reported that customer experienced damaged usb port requiring cord adjustment to stay connected. There was no reported impact to the customer¿s blood glucose level. Customer declined a callback from technical support, and complaint was documented for record purposes with no additional corrective actions reported.